Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: the pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. A lot of dried blood was present outside and inside the device and in the attached waste bag. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through in the priming cycle. The console stopped and displayed ¿check catheter for kinks¿ - indicating that the device over-pressured and didn't under-pressure as reported. There was also no leak in the console, as reported. The tip was checked and there was dried blood blocking the tip/jets. Inspection of the device presented no damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported an error message displayed during aspiration. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure in the coronary artery. During the procedure, after using the device in thrombectomy mode for 5 seconds, system alerted "please check the saline pipeline". Saline was then noted under the pump. No visible defects were found on the catheter or the console. The procedure was completed with other same device. The patient was stable following the procedure. No complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an error message displayed during aspiration. A spiroflex angiojet thrombectomy set was selected for a thrombectomy procedure in the coronary artery. During the procedure, after using the device in thrombectomy mode for 5 seconds, system alerted "please check the saline pipeline." Saline was then noted under the pump. No visible defects were found on the catheter or the console. The procedure was completed with other same device. The patient was stable following the procedure. No complications were reported.